Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the right ventricular lead. No patient symptoms were reported. Lead revision was attempted but unsuccessful due to occlusion. The system was deactivated and a new system was implanted on the patients opposite side.